Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, the cause for the degeneration cannot be determined; however, it may be due to patient factors (age [86], cad, disorder of calcium metabolism). There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 7 years and 5 months post implantation of a 26mm sapien valve, the patient presented with dyspnea and short of breath, and an echo noted severe calcific aortic stenosis with bioprosthetic valve failure. A 2nd 26mm sapien 3 ultra valve was successfully deployed. The valve was well seated, mean gradient post deployment was 13mmhg with no paravalvular leak (pvl) or aortic insufficiency noted. The patient is stable. Upon review of medical records, approximately 7 years post procedure, an echo noted valve in place with elevated velocities with a mean gradient of 32mmhg and a valve area of 0.88cm2 with severe prosthetic valve stenosis. The patient became symptomatic. Per report, there was no allegation of early failure in the initial sapien valve.